Event description:
It was reported that a device was used during a hemorrhoidectomy. The device fired an incomplete staple line and malformed staples. Case was completed with another device. There were no consequences to the pt.